Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that the plaintiff underwent an unknown metal-on-metal hip surgery on an unknown date. On (B)(6) 2023 the patient obtained results showing high levels of cobalt and chromium in the blood. It is unknown if this adverse event was treated or if there is a scheduled revision surgery to solve the problem of the claimant. Current health status of the patient is unknown. No further information is available at the moment.

Manufacturer narrative:
H3, h6: it was reported that the patient underwent a left primary bhr. Later the patient obtained results showing high levels of cobalt and chromium in the blood, and they had also experienced left hip pain that limited daily function and mobility. Therefore, a revision surgery was performed, during which all bhr components were exchanged for total hip arthroplasty implants. The patient was reported to be doing well on a two weeks post-operative visit. S of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. It should be noted that based on the provided reference values, the patients metal ion levels were not elevated 2-weeks prior to revision. The inappropriate position of the acetabular component cannot be ruled out as a contributing factor to the reported pain. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
D4 and d10 have been updated.